Event description:
The hcp reported the patient was not receiving pain relief. "Pump seems to not be functioning" and no battery alarm was sounding. The catheter was determined to be okay. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information in received.